Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal, resulting in an inappropriate shock. The patient felt the shock. The ICD was reprogrammed. The patient was in stable condition.